Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that the filter struts perforated the inferior vena cava and impinges on the posterior wall of aorta,l3-4 disc. The current status of the patient is not provided.

Event description:
It was reported through the litigation process that the filter struts perforating the inferior vena cava and impinges on the posterior wall of aorta, l3-4 disc and more likely than not perforates the gonadal vein. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: b3, e1, h6(result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that the filter struts perforated the inferior vena cava and impinged on the posterior wall of aorta and disc. Furthermore, it was suspected the filter struts perforated the gonadal vein. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twelve years and seven months of post deployment, the patient had abdominal pain. On the same date, computed tomography of abdomen/pelvis with contrast revealed a filling defect seen in the lung base within the right pulmonary artery extending to the lower lung and was consistent with pulmonary embolism. Retroperitoneal region revealed an inferior vena cava filter in place. Computed tomography abdominal/pelvis with contrast performed revealed a bard g2 recovery retrievable inferior vena cava filter without retrieval hook, positioned infra renal at the l3-4 level above the caval bifurcation. The filter was tilted anteriorly with the filter apex lying in close proximity to the anterior wall of the inferior vena cava. All 6 primary filter struts and a number of secondary struts perforated the wall of inferior vena cava. The posteromedial strut impinges on and may perforate the posterior wall of the adjacent aorta just above the aortic bifurcation, the posterior struts impinge on the underlying l3-4 disc and the anterior strut lies in very close proximity and may actually perforate the proximal right gonadal vein. No strut fractures were identified on the computed tomography imaging provided. No embolized or missing fragments were noted and there was no pericaval hemorrhage, caval thrombosis or clot within the filter or significant inferior vena cava wall thickening. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that the filter struts perforating the inferior vena cava and impinges on the posterior wall of aorta, l3-4 disc and more likely than not perforates the gonadal vein. The current status of the patient is unknown.